Event description:
It was reported that cartridge alarm 20 occurred when customer loaded new cartridge and alarm appeared while attempting to complete load steps, and issue did not occur during load process or previously with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery, had in-warranty pump available, and technical support arranged pump replacement so customer could resume therapy.